Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the transeptal puncture, the dilator of the faradrive was inserted without issues, however, the shaft of the sheath was not able to pass the septum. It was observed that the sheath was too thick. A second sheath of the same lot was taken and the same issue was observed. The procedure was completed using a sheath from a different lot. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the transeptal puncture, the dilator of the faradrive was inserted without issues, however, the shaft of the sheath was not able to pass the septum. It was observed that the sheath was too thick. A second sheath of the same lot was taken and the same issue was observed. The procedure was completed using a sheath from a different lot. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. The returned faradrive sheath observed a successful insertion during device-to-device interaction with the native dilator. The ID and od dimensions of the faradrive shaft and dilator were measured and resulted in passing measurements. There was no evidence that led to the complaint allegation as described in the event summary. The "cause not established" conclusion codes were selected for the allegations of "difficult to cross septum" as there was not enough evidence to fully established a root cause for the allegation.